Manufacturer narrative:
(B)(4) event is still under investigation at this time.

Event description:
Per the mw5055740 maude report: the physician obtained access in the left femoral artery to intervene on the right femoral artery. A 6fr x 45cm sheath was placed in the left femoral artery over a wire and the sheath was advanced into right iliac artery through stent struts. The sheath broke in 2 pieces when the physician was pulling the sheath out of the patient. However, one piece remained in patient. The physician was successful in removing remaining piece by gaining access from the left side. The facility stated patient is fine.

Manufacturer narrative:
(B)(4). Event evaluation: one kcfw-6.0-38-45-rb was returned for evaluation. A review of instructions for use (IFU), complaint history, trends and quality control was conducted during the investigation. A visual inspection of the returned sheath shows that the device separated approximately 23 cm from the proximal fittings. The exposed coils on the proximal portion of the sheath measured 6 cm in length; the stretched/elongated coils on the distal portion measured 8 cm. The distal portion of the sheath was 21.5 cm. There was 3 cm of wrinkling of the sheath shaft on the distal portion near the point of separation, and there was about 5.5 cm of stretching of the sheath material nearest the distal tip on the distal portion of the sheath. The coils appear severely elongated/stretched. At the point of separation, the flexor material appears somewhat stretched; the distal portion has some damage likely from the retrieval from the patient. It is likely some of the damage to the distal portion of the sheath occurred upon surgical removal from the patient there is no evidence to suggest that the device was not made to specification. The IFU warns, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage."" Also, the steps for removing the sheath include, ""insert the introducer dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit."" Based on the information and the appearance of the sheath, it is likely the sheath met forces beyond its design upon removal from the patient. Patient anatomy and user technique could have contributed to the failure mode; however, the root cause could not be determined. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints. Quality engineering risk assessment was used to assess the risk of the flexor tubing separating, and the risk was determined to be acceptable based on the occurrence and severity.

Event description:
Per the mw5055740 maude report: the physician obtained access in the left femoral artery to intervene on the right femoral artery. A 6fr x 45cm sheath was placed in the left femoral artery over a wire and the sheath was advanced into right iliac artery through stent struts. The sheath broke in 2 pieces when the physician was pulling the sheath out of the patient. However, one piece remained in patient. The physician was successful in removing remaining piece by gaining access from the left side. The facility stated patient is fine.

Manufacturer narrative:
A visual inspection of the returned sheath shows that the device separated approximately 23 cm from the proximal fittings. The exposed coils on the proximal portion of the sheath measured 6 cm in length; the stretched/elongated coils on the distal portion measured 8 cm. The distal portion of the sheath was 21.5 cm. There was 3 cm of wrinkling of the sheath shaft on the distal portion near the point of separation, and there was about 5.5 cm of stretching of the sheath material nearest the distal tip on the distal portion of the sheath. The coils appear severely elongated/stretched. At the point of separation, the flexor material appears somewhat stretched; the distal portion has some damage likely from the retrieval from the patient. It is likely some of the damage to the distal portion of the sheath occurred upon surgical removal from the patient. Examination of the returned device and comparison with drawings current at the time of manufacture confirm separation of the shaft of the flexor sheath. This device does not have any bonds in the sheath per the drawings. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. The IFU warns, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." Also, the steps for removing the sheath include, "insert the introducer dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit." Based on the information and the appearance of the sheath, it is likely the sheath met forces beyond its design upon removal from the patient. Patient anatomy and user technique could have contributed to the failure mode; however, the most likely root cause could not conclusively be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Event description:
The physician obtained access in the left common femoral artery to intervene on the right femoral artery. A 6frx45cm sheath was placed in the left femoral artery over a wire and sheath was advanced into right iliac artery through stent struts. The sheath broke in two pieces when the physician was pulling the sheath out of the patient. One piece remained in the patient. A .035 x 260 glidewire was inserted prior to removal of the sheath. No dilator was used upon extraction of the device. The physician was successful in removing the remaining piece by gaining access from the left side.